Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Company representative reported "infection". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported right side device was "bent" due to capsular contracture, baker grade unknown. Healthcare professional later reported right side "redness and pain", "infection", "mrsa due to pus [illegible] was detected". Antibiotics were used to treat the infection and the device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017 and 15/oct/2018. Clarification to h6 adverse event problems: the initial medwatch reported e1906 unspecified infection. Upon further review of the events by abbvie medical safety, it has been determined that the appropriate code for this event is e1901 bacterial infection. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012691 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. The events of "capsular contracture" and "bacterial infection" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: infection; capsular contracture, baker grade unknown.